Event description:
It was reported the ipg is moving in the pocket. Follow-up identified the revision procedure took place on (B)(6) 2013. The ipg was buried deeper and medial in the pocket, and the pocket was sutured. The issue was has resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.